Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found that the device did not meet its projected longevity because a battery filter capacitor was leaking excess current. This caused the battery to deplete ahead of projected longevity, confirming the reported field experience.